Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment with coolcurve advantage plus applicator to the upper abdomen and may have developed paradoxical adipose hyperplasia. The tissue was described as firm. Visibly enlarged tissue volume was observed. The patient first noticed symptoms four to twelve weeks after treatment.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d5.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment with coolcurve advantage plus applicator to the upper abdomen on (B)(6) 2021 and may have developed paradoxical adipose hyperplasia. The tissue was described as firm. Visibly enlarged tissue volume was observed. The patient first noticed symptoms four to twelve weeks after treatment.